Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified, anxiety-product/procedure: unable to observe, since it is not related to the device. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported " textured to smooth exchange" and "rupture" this is for an right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.